Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the water tank was cracked and leaking. In addition the lcd display was damaged. The unit also had an old style pcb. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (non-functioning lcd) was confirmed. The lcd displayed faulty pixels. The following components were replaced: tank cover, reflux plug, and 390 switch label.  The investigator also upgraded the faulty pcb, and power switch. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported the lcd display on the device was not functioning properly. No patient injury or complications were reported in relation to this event.